Event description:
It was reported that patient underwent an initial left total knee arthroplasty on (B)(6) 2013. Subsequently, a revision procedure has been indicated due to unspecified complications; however, no revision procedure has been reported to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.